Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Additional event information received on 05-mar-2026 indicated that the device was not kinked, crushed or compressed. It was confirmed that the catheter had a split. The device was removed from the patient without the need for additional intervention. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a personal interaction, that a 125 cm cereglide 71 catheter (nic71125c/ 31617011) and an unknown embotrap device (product code/ lot # unknown) were used for a mechanical thrombectomy procedure to treat an occlusion at the m1 of the middle cerebral artery (mca) using combined technique. The patient has arteriosclerosis and severe vascular tortuosity. During the first pass, the thrombus was not fully retrieved. While preparing to proceed to a second pass and re-use the embotrap and cereglide71 that had been retrieved outside the patient¿s body, the embotrap got stuck in the cereglide71. The embotrap remained usable, but the cereglide71 was found to be damaged. The cereglide71 was replaced with a new cereglide 132 cm and a second pass was attempted, but complete retrieval was not achieved. Given the poor procedural situation, the physician judged that continuing the procedure any further was considered difficult. The procedure was completed. Complete recanalization was not achieved. There was no negative impact to the patient. Continuous flush was unknown. Other used devices were optimo balloon catheter (tokai medical products) and trak microcatheter (stryker). The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m1 occlusion by combined technique using the cereglide71 and embotrap. The vascular had severe tortuosity and its condition was poor as the balloon guiding catheter dislodged even when the balloon was inflated. The devices were used according to IFU. Optimo was advanced, but it slipped several times and remained unstable despite balloon inflation. Under this situation, the cereglide71 was advanced along the trak21 microcatheter. The patient has arteriosclerosis. Due to severe tortuosity of the vessel, the cereglide71 could not contact the thrombus, and the embotrap was deployed to capture the thrombus with proximal-end apposition. The thrombus could not be retrieved by one pass completely. While preparing to proceed to a second pass and re-use the embotrap and cereglide71 that had been retrieved outside the patient¿s body, the embotrap got stuck in the cereglide71. The embotrap remained usable, but the cereglide71 was found to be damaged. The cereglide71 was replaced with a new cereglide 132 cm and a second pass was attempted, but complete retrieval was not achieved. Given the poor procedural situation, the physician judged that continuing the procedure any further was considered difficult. The procedure was completed. Complete recanalization was not achieved. Post-procedure changes in the patient: there was no negative impact to the patient. Continuous flush was unknown. The lesion was middle cerebral artery m1. Other concomitant devices were optimo balloon catheter, trak microcatheter.¿ additional information was received on 01-mar-2026. Summary: it was reported that the cereglide71 was replaced with another new cereglide 132 cm because it had split.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Section d.2b: procode is nry/qjp. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 125cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the catheter was returned with a trevotrak 21 microcatheter (non-j&j) inside. One kink was found at 29.4 cm from the distal end of the catheter. No other damages were found. The catheter was confirmed to be within specifications for the outer diameter (od). A manufacturing record evaluation was performed, and internal actions were related to the reported complaint condition were identified. The issue reported regarding the tracking difficulty of the catheter could not be duplicated during analysis since the reported issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the laboratory; however, the damages found in the returned catheter appeared to be a translation of the stuck condition reported. According to the risk documentation, a catheter being unable to track to desired location is a potential failure mode of the catheter that can occur due to an insufficient flushing of the catheter and anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined; however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. The issue reported regarding the split condition of the catheter is not confirmed, as no fractures nor separations were found on the catheter. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal actions is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the catheter to reduce the chance of accidental damage. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.